Manufacturer narrative:
Valve returned dry. Pending for test results.

Event description:
On (B)(6) 2004, this sm8a sophy adjustable pressure valve with antechamber was connected to the catheter before implantation. In order to confirm the shunt patency, the neurosurgeon tried to inject saline without result. He thought the valve occluded during that procedure. Therefore, the neurosurgeon didn't implant the device. Trouble was solved by using another valve. No injury was found to the patient due to the valve occlusion.

Manufacturer narrative:
Valve returned dry with no difficulty to flush air or water. The alleged failure couldn't be duplicated. The valve behaviour is normal. The DHR indicates the conformity of the valve during the final acceptance checkings. The instruction for use joint with sophysa medical device set out specific warning noting that saline is prohibited for patency test. So no corrective action will be done.

Event description:
On (B)(6) 2004, this sm8a sophy adjustable pressure valve with antechamber was connected to the catheter before implantation. In order to confirm the shunt patency, the neurosurgeon tried to inject saline without result. He thought the valve occluded during that procedure. Therefore, the neurosurgeon didn't implant the device. Trouble was solved by using another valve. No injury was found to the patient due to the valve occlusion.